Event description:
During a left acetabulum orif, the surgeon was drilling and the tip of the drill bit broke off inside the bone. The surgeon was unable to remove the piece of the drill bit and it remains in the pt.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the manufacturer and/or the date of manufacturer without the lot number provided or returned device. Without a lot number a device history record review cannot be requested.